Event description:
A customer reported a cartridge issue on specific dates. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge, and technical support suggested contacting them again if the problem recurs. No further assistance was needed, and the case was closed.